Event description:
It was reported that the ilet device was accidentally kicked off a bed during sleep, resulting in a cracked screen that did not respond to touch, consistent with a hardware screen damage malfunction. Symptoms included no reported clinical effects. Outcomes included no reported impact to the user¿s health and no alerts or alarms. Investigation included review of the complaint details and a device replacement was arranged while the original was pending return. Investigation of this case revealed physical damage to the screen from an external impact. It was concluded that the event was due to accidental damage and not a device manufacturing or design issue.